Event description:
Device 1 of 4. Reference MFR reports: # 1627487-2014-06254, 1627487-2014-06255, 1627487-2014-06256. The pt had two 3186 leads with the same lot number. It was reported the pt alleges she experienced painful burning sensations while charging, and shocking sensations. The pt stated the issues were resolved with a lead replacement. The pt's entire scs system was removed on (B)(6) 2014. Additional info is needed to clarify the nature of the pt's issues. Sjm was made aware of the issues on (B)(6) 2014, and the pt's scs system was not evaluated by an sjm representative to verify and/or troubleshoot any of the reported issues prior to explant. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR report: 1627487-2014-06254. Reference MFR report: 1627487-2014-06255. Reference MFR report: 1627487-2014-06256. A review of the patient's medical record was performed and noted the following issues. On (B)(6) 2014, the patient's ipg was replaced with a competitor's ipg using the existing sjm leads. On (B)(6) 2014, the patient's sjm leads were removed and replaced with competitor's leads.